Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (sample 1 = 0.294 ng/ml, sample 2 = 0.243, 0.075 ng/ml) from multiple patient samples processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were initially reported out of the laboratory, however corrected reports (sample 1 = 0.012 ng/ml, sample 2 = 0.029 ng/ml) were issued for the affected patient samples. In addition, a higher than expected vitros trop I es result (0.062 ng/ml) was obtained when performing a precision test using a troponin free fluid (expected < 0.014 ng/ml) as the sample. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples processed on the vitros eci immunodiagnostic system. In addition, a higher than expected vitros trop I es result was obtained when performing a precision test using a troponin free fluid as the sample. An ocd field engineer replaced the well wash valves and ran analyzer performance tests. It is unknown if the samples in question were processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing or an instrument related event cannot be ruled out as contributing factors. The root cause of this event is unknown.